Event description:
The field engineer reported that the steering was stiff. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The handle mechanisms, lubrications and chain tensions were re-adjusted. The system was then found to be operating as intended.